Event description:
It was reported that the insulin gauge was inaccurate. There was no impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support and reportedly reverted to manual injections for insulin therapy.